Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Reporter reported a customer complaint that buretrol sets appear to be "collapsing" after an unspecified usage time in the colleague pump (pump serial number is not available).the tubing appears to be flattened in the pumping segment. The customer reported that the problem has occurred multiple times over the past several months and does not appear to be associated with a single lot number. The infant patient suffered from a severe infection. Customer does not have specific information regarding number of events, dates, or patient. The customer stated sets are used on infant patients and that sets are used for up to 72 hours. The complaint is related to set complaints (death). Related pump complaints include: (death).